Event description:
It was reported that a cartridge change error occurred. Reportedly, customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. At the time of the report, the customer had not addressed bg level. The customer reloaded the cartridge but customer declined to complete troubleshooting with tandem technical support and declined to provide further information.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.